Event description:
Sales consultant reports, during prepping for a posterior lumbar fusion procedure, the sales consultant noticed that the threaded end tip piece was broken. He tried to load the screw into the holding sleeve but it would not load correctly, the tip was jagged and would not engage. The instrument was used in a previous procedure last week and was fine. He believes this happened during sterile processing or washing. There was no patient involvement, patient was not in room. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, approximately 1.75 mm of the thread broke off from the distal end of the threaded portion of the instrument. The broken thread location indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. As this instrument was found to be damaged prior to the procedure, there is not enough evidence to help determine the cause. Therefore this complaint is deemed indeterminate. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event reported in error. The date of event is unknown. Placeholder.